Manufacturer narrative:
(B)(4).

Event description:
Data was provided for investigation. Confirmation of the complaint was confirmed via data. The probable cause was determined to be potential patient misuse.